Event description:
It was reported that the patient's ventricular leadless pacemaker exhibited high capture threshold leading to intermittent capture. The device was explanted and replaced. The patient was recovering.